Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the patient caught his baha on a car he was working on and it ripped out. There are plans in the future to re-implant the patient with another device.